Event description:
Information received indicates the head hi/low function is drifting down.

Manufacturer narrative:
The technician replaced the trend valve to repair the bed. The technician tested the be and found it functioning properly.